Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# serial# unknown, product type: lead. Conclusion code belongs to the lead. Report source: (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the lead was pulling. There was internal pulling/tugging leading to restriction in neck movement. It seemed like the lead was tethered and created a pulling sensation around the patient¿s shoulder. A contributing factor was implant related or scar tissue. No troubleshooting was performed. Surgical intervention was planned. The system was going to be revised on (B)(6) 2017 the issue was not resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a290, lot# 0212876158, implanted: (B)(6) 2017, product type: lead. Product ID: 977a275, lot# 0210444727, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that during the surgical revision on (B)(6) 2017 the ins was disconnected from the leads and removed from the right axilla area. A new pocket was created in the right pec region and the leads were tunnelled to the new location. The extension 37081-40 was no longer required, so it was discarded. The patient was re-programmed after the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the cause of the lead pulling and being tethered was position of the ins, and one lead with an extension.

Manufacturer narrative:
Concomitant medical products: product ID 977a290, lot# 0212876158, product type lead; product ID 977a275, lot# 0210444727, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative reporting that no explant was performed during the surgical revision. The event was resolved. The patient¿s indication for use included neuralgia.